Event description:
It was reported that a becker tear drop 3mm x 26cm large handle cannula was being utilized in an unspecified procedure. During the procedure one of the three prongs became bent and broke off of the device. No patient consequences or delays during the procedure were reported. The device was discarded and a replacement was ordered.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 08, 2022, mentor completed a manufacturing record evaluation on the reported device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It is also to be reported that the lot number was updated as 21040601 per the manufacturing record evaluation. Manufacturer¿s reference number: (B)(4). D4. Lot: 21040601.